Event description:
Reporter alleged the pt obtained a result of 113 mg/dl at 1:00 pm on the inform system while appearing to be sluggish. Reporter stated that seventeen minutes later, a lab test was run on the pt and a result of 40 mg/dl was returned. Reporter stated the pt was unresponsive and treated with an amp of d-50. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.